Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the emitter was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect emitter has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the emitter for the navigation system was exhibiting intermittent functionality. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect emitter was returned to the manufacturer for evaluation. The testing found that an intermittent registration failure would occur with known operational instruments. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.